Event description:
As reported on user facility medwatch report # 3901190000-2008-0005, "pt was admitted for treatment of endocarditis. Had vaxcel PICC line inserted in 2008 for administration of antibiotics (long term). The following month, while flushing the PICC line, the nurse noted leakage and a fracture above the hub of the PICC line. An occlusive dressing was applied and the physician was notified. The PICC line was removed that day. No PICC line was reinserted. A short time later, the pt had experienced an elevated temperature, chills, and became diaphoretic and tachycardic. The pt received oxygen and responded well. She continues to receive antibiotic therapy, but via a peripheral IV line." The user facility has indicated that the sample will be returned for eval.